Event description:
It was reported that battery longevity of this implantable pacemaker has decreased faster than expected. Technical services (ts) advised that this could be expected operation due to the atrial fibrillation burden but the data needs to be analyzed. No adverse patient effects reported. The device is still in use at this time.